Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported devices were received for evaluation. A visual inspection revealed that they were each returned in original packaging with the batch number of the complaint on the labels. All devices presented bio debris. For device one, the t1, t2, and suture were returned off the needle, the t1 is fractured at the tip, the suture knot is tightened down, and the actuator is at the tip. For device two, the t1, t2, and suture were not returned, and the needle assembly is bent. For device three, the t1, t2, and suture were returned off the needle, the t1 is fractured at the tip, the t2 is bent but not broken, the suture knot is tightened down, and the actuator is at the tip. For device four, the t1, t2, and suture were returned off the needle, the t1 is fractured at the tip, and the suture knot is tightened down. For device five, the t1 was returned off the needle but attached to the suture, the t2 and suture were returned on the needle, and the actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned devices and found that device one, two, three, and four's actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. Device five showed that the actuator cycled to the tip and required manipulation to move to the next position. It returned to the pre-t2 position, then cycled the t2 off the needle and again required manipulation to move to the next position. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair surgery, after the activation of t1 of five (5) units of a fast-fix 360 curved ndl delivery sys, resetting was not possible and the activation of t2 failed. T1 was successfully removed from the patient with tweezers. The procedure was resumed using an equivalent s+n back up. It is unknown if there was a delay, and no further complications were reported.